Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had absence of no delivery alarm. Customer's blood glucose at time of incident was 164 mg/dl. Customer did not get the alarm of no delivery but did not troubleshoot but was able to get insulin to go through the tubing after change the set out and no alarms.